Event description:
Patient reported right side exchange from textured to smooth device due to concerns with the product. Healthcare professional additionally reported right side rupture discovered during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product.

Event description:
Patient reported right side exchange from textured to smooth device due to concerns with the product. Healthcare professional additionally reported right side rupture discovered during surgery. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, an opening on posterior, wear abrasion, and crease fold. A microscopic analysis was performed which identified: five striated openings on posterior and anterior, a sharp opening on patch/shell bond edge. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: five striated openings on posterior and anterior assessed as surgical damage. Sharp opening on patch/shell bond edge assessed as unidentified (tear) opening.